Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure after an unspecified procedure. Reportedly, the device was difficult to remove. The physician was unaware of the new safety release mechanism and used counter-traction and aggressively pulled to remove the device. Hemostasis was achieved with the clip. There were no reported adverse patient effects. Though requested no add'l info was available.

Manufacturer narrative:
(B)(4). Eval summary: the customer reported the starclose se device used in the closure procedure was discarded; however, the lot number was provided. Ten unused rep samples with the same part and lot number as the complaint device were returned for eval. All ten devices passed functional testing within specification. No malfunction or abnormal observations were detected. A root cause for the complaint device reported experience could not be determined, based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.